Manufacturer narrative:
A review of the device history record was released meeting all quality release specifications at the time of manufacture. The actual complaint sample (1 each) was returned for review without packaging. The sample was evaluated by testing the pump. The pump tester was unable to complete priming due to silicone tubing damage whereas air was mixed inside of the tube. The actual complaint sample confirmed the reported issue of leaking. A formal corrective/preventative action (CAPA) was opened with the supplier to address the root cause and corrective actions. Included in the CAPA are process improvements for the inspections of the process router parts and tooling modification and validation. Currently the CAPA is pending implementation and validation said to be completed within the current year.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that leakage occurred from the connector. There was no patient harm reported.